Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported seeing programmer poor communication and seeing ins low battery. The patient tried programmer without antenna and was able to communicate. It was noted that the patient was on program 1 and did not see the lightning bolt. The ins off, they turned the ins on and changed from program 1 to program 2. The patient was going to inform their doctor of seeing low ins battery icon. Additional information from the patient reported the circumstances that led to the patient programmer poor communication and implantable neurostimulator (ins) low battery was damaged in fall. The patient noted they needed a new interstim battery. There was no date set for replacement. The patient reported the steps taken to resolve the ins low battery was they checked with the healthcare professional (hcp). The patient reported they had not accomplished if the replacement programmer resolved the poor communication. The patient reported the ins low had not been accomplished yet.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.